Manufacturer narrative:
There is no indication of any system or component failure, however the explanted components were discarded by the medical facility and thus not available for further investigation by the firm.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2023. After activation it was discovered that the implanted leads had migrated away from the intended nerve target, thus providing inadequate pain relief. A surgical procedure was performed on (B)(6) 2024 to remove the migrated system and place a new one.